Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation the device had a burn damaged on rear case flex.. The cause was identified to be a rear case flex which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation observed the rear case to become very hot during operation . The cause was identified to be a rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device had burn damage on rear case flex and observed the rear case to become very hot during operation. No additional information is available.